Event description:
According to the information, there was an infection.

Manufacturer narrative:
Based on the information received, qa concludes device function was not associated with this event. In addition, all devices sold and labeled as serile by this corporation are released according to manufacturing and quality assurance procedures. Therefore, qa concludes the implanted device was sterile prior to opening of the package and the infection initiated from a source other than this device.